Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have never been able to find a setting that works for them. They will find one and it will work for a couple of weeks and then it will quit working. The caller also reports that when they go to increase the stimulation, it feels like needles are sticking in the prongs and when they sit, it is so uncomfortable. They have tried different programs and have been playing with this thing since november. Caller noted that they had it as high as ~7ma. Reviewed settings impact on longevity. The caller is having heart surgery tomorrow and want to turn the therapy off. Reviewed. The caller will be seeing her hcp in june and will discuss symptoms. Additional information was received from the patient. The patient called back from registered phone number and repeated information regarding not being able to find a setting that works for them. The patient also repeated that they feel discomfort (pain, "jagging," and needles sticking them) when the stimulation level gets to a certain point, so they have to decrease the stimulation level or change to a different program. The patient also repeated that sometimes a program will work for a week or two, but then it stops working. The patient mentioned that sometimes they get a little bit of symptom relief, whereas before they got the ins they were wetting themselves. The patient also mentioned that sometimes they feel stimulation running across the lower left part of their back and upper butt cheek when they increase stimulation, which they noticed after they had a heart ablation and another heart procedure where the doctor had to go into their groin to check their heart. The patient asked if the heart procedures could have impacted one of the implanted components and caused them to feel stimulation in an unexpected area. Agent reviewed that it was possible, but the hcp would have to check the ins to determine that. The patient said they have an appointment with their managing hcp in october and are considering getting the ins removed, but they asked if there was anything they could do with their programming in the meantime. The patient said the stimulation was uncomfortable and felt like needles at the time of the call, so the patient decided to change to a different program and confirmed the stimulation was uncomfortable when they increased.